Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 5pm on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿333mg/dl¿ with the subject meter and ¿233mg/dl¿ on another device performed within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they look an increased dosage of 30 units of lantus at 5pm in response to the alleged elevated subject meter result. The patient stated that thirty minutes after the alleged product issue occurred they developed symptoms of ¿sweating, shaking and lightheaded¿, however did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the control solution test which was performed fell out with the acceptable control solution range for the test strips being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.